Event description:
During a rectum cancer resection procedure, after fired the first device, the surgeon found some staples were malformed. Another device was fired and still produced malformed staples. Hand sewing was used to finish the procedure. There was no patient consequence.